Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: white balance cannot be set due to damage on cable unit. Water tightness was lost due to poor water-tightness of the cable unit. Cause was not established for cover unit and cable unit is deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the cover unit and cable unit deteriorated, white balance cannot be set, and water tightness was lost due to poor water-tightness of the cable unit. There was no patient involvement.